Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced molding defects with sharp protrusions. The following information was provided by the initial reporter. The customer stated: according to the customer's verbatim report, one tube was found to be deformed on its bottom and the printing area.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample and 8 photos from the customer in support of this complaint. A visual examination of sample and photos was performed and revealed molding defect to the bottom of the tube and a high fill line caused by the extra material on the bottom of the tube. Bd was able to confirm the customer¿s indicated failure modes of molding defect and incorrect fill line with the sample and photos provided. The device history records were reviewed and found that a quality notification was issued and the defective product was dispositioned per procedure. Bd determined that the root cause was attributed to the manufacturing process. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced molding defects with sharp protrusions. The following information was provided by the initial reporter. The customer stated: according to the customer's verbatim report, one tube was found to be deformed on its bottom and the printing area.